Event description:
It was reported by service report that the footboard was not functioning. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: damage sensor coil cord.